Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was unable to interrogate the implantable pulse generator (ipg). It was suspected that the device was past end of service. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.